Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the device notifier did not alert when tested. The notifier did not vibrate via inductive only or rf only communication. The patient was asymptomatic. On (B)(6) 2018, the patient was brought back to the clinic. The device was interrogated and device image was reviewed and did not show any irregularities. The device parameters were changed such that the patient notifier can be triggered and should vibrate. On (B)(6) 2018, the notifier was tested again in the clinic and didn't hear any reaction. On (B)(6) 2018, the device was explanted and replaced. The patient was stable before, during, and after surgery and will continue with routine follow-ups.

Manufacturer narrative:
Correction: please retract this manufacturer report 2938836-2018-09783, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Correction: please retract this manufacturer report, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).